Event description:
Additional information was received indicating episodes of noise were seen on the right atrial (ra) lead. No intervention has been performed at this time. Further information was requested but has not been received. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, an increased threshold resulting in a loss of capture and p wave amp variation were noted on the right atrial (ra) lead. During an unrelated device exchange procedure, insulation damage was noted on the ra lead. The ra lead was reprogrammed to resolve the event. The patient was stable.